Manufacturer narrative:
A ge service rep performed an onsite investigation. The 5vdc power supply was evaluated, reconnected and then calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system repeatedly locked up. No pt serious injury or death was reported related to this event.